Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy and abdominal pain. The cause of the event was not reported. The patient was hospitalized and was treated with intraperitoneal (ip) vancomycin (2grams) and ceftazidime (1gram, ip and after continued with 1 gram daily). At the time of the report, the patient had not recovered from the event and was still in the hospital and abdominal pain was ongoing. Antibiotic treatment was ongoing. Action taken with pd therapy was not reported. No additional information is available.